Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to find patient in pyxis. A technical support specialist (tss) dialed into the server, logged into patient encounter system and filtered the affected patient under the settings on visits and orders and found that the patient had been discharged. Then opened structured query language server management studio and ran patient query and found that the allergy code was exceeding the maximum allowed length of characters. The customer then confirmed that the interface team made adjustments to the segments and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server unable to find the patient in pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.